Event description:
It was reported that pump displayed malf 9 malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions and assistance to reset pump, did not experience recurrence of malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.